Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service alarm issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: no call service alarms observed in black box or alarm history. There was no data in pump histories from time of reported alarm issue due to continued use. Pump powers on with no alarms. Exercised pump 24 hours with no call service alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.